Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320:658:0000 on channel a. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658:0000 on channel a was confirmed during product evaluation. This condition was caused by fluid ingress into the keypad causing corrosion. No repairs have been made on the device at this time. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.